Event description:
Radiology technician was setting up portable x-ray machine in the neonatal ICU when a warning light came on and a very loud noise erupted from the portable x-ray machine as well as sparking. The portable x-ray machine began oozing oily type solution. The portable x-ray machine was at the bedside of infant in a closed heated ventilator. X-ray machine immediately unplugged and taken out of service.